Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the patient is experiencing photopic effects due to "glistening" in the iol. The healthcare facility plans to explant the lens. Published literature identifies glistenings in ophthalmology refer to fluid-filled microvacuoles that form within the optic of an intraocular lens (iol) when the iol is in an aqueous environment1. These glistenings are most commonly observed in patients with hydrophobic acrylic iols. However, the relationship between glistenings and visual symptoms remains a subject of debate. Some studies have found that glistenings do not significantly impact corrected distance visual acuity (cdva)2. Nevertheless, their presence and potential effects on visual function continue to be an area of interest for researchers and clinicians. (Ref. (1) american journal of ophthalmology, december 2018). Glistenings are not associated with rayner's iol material and we have not received any substantiated cases of lens glistenings. It is possible to consider alternate scenarios such as lens damage during the initial injection as a possible cause for the effects observed post-operatively; however, further assessment cannnot be provided due to the absence of sufficient evidence and information. Additional information is being sought to facilitate further investigation via rayner's in-country representatives. Our review of production records for the rayone aspheric rao600c batch: 091177746 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch: 0911777746.

Event description:
On 2nd october 2024, rayner received notification from a healthcare facility in italy of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that the patient is experiencing photopic effects consistent with "glistenings" in the iol.